Event description:
On (B) (6) 2010, patient reported receiving multiple error messages and elevated readings. Patient reported he had a blood glucose reading of 168 mg/dl, worked out for about an hour and retested with a blood glucose reading of 179 mg/dl. Patient's target blood glucose range is 80-120 mg/dl. Patient reported he attempted to bolus but received an e4 (occlusion) error. Patient stated he then looked at his line and the infusion device gave an a2 (low battery) warning; he changed out the battery. Patient reported he was looking at his insulin cartridge and line to see if he could find anything and his infusion device gave an e4 error. Explained an occlusion means there is a blockage. Patient stated he tried to retract the piston rod and reset the cartridge with the cartridge still in the infusion device and the infusion device gave an e7 (electronic error) alert. Patient stated at the time of the call there was no battery in the infusion device. Had patient install a new battery and run a prime; received an e10 (cartridge error) alert. Assisted patient with removing the cartridge and resetting the cartridge volume and attempting a prime; received an e4 alert. Had patient disconnect the infusion tubing and run a prime through the infusion adapter; insulin did emerge but received an e1 (cartridge low) alert. Assisted patient through the change the cartridge process, and priming the cartridge, and priming a new tubing and a site. On follow up call on (B) (6) 2010, patient reported his readings have returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.